Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
Peri implantitis is a fairly common infection around dental implants caused by bacteria. The disease is not caused by the implants, but by the accumulation of bacteria on the implant surface. There is a correlation between good oral hygiene and prevention of peri implantitis. At least one case report of a brain abscess caused by peri implantitis is published, brain abscess caused by dental peri-implantitis, steiner et al, br j oral maxillofac surg. 2021 jan;59(1):109-110. Peri implantitis is an extremely rare source of infection to cause a brain abscess. If the primary infection, leading to the brain abscess, is the peri implantitis nothing in the available documentation indicates that the implants are the cause of the patient´s condition. It is rather a question of inadequate oral hygiene. This event is reportable per 21 cfr part 803. This report is for the fourth device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
A consultant in restorative dentistry in (B)(6) has received a referral concerning a patient with a fixed bridge on five ankylos dental implants in the maxilla and contacted dentsply sirona to get information on how to remove the bridge since the implants are planned to be removed due to peri implantitis that reportedly has caused a brain abscess. The case is about a female patient, age is not available. Date of implant installation is unknown but judging from some of the provided labels the implants were installed more than ten years ago. An undated copy of an opg shows the five implants in the maxilla with a bridge connected. Two molars, probably 18 and 27 are also present. The poor quality of the image makes it difficult to accurately judge the amount of bone loss. However at the most distal implant on the right side a pronounced vertical bone loss is visible. Since this implant is in close proximity to the maxillary sinus on the right side it is possible that the infection has spread to this cavity. We have at this point no information concerning the condition of the patient or if the implants have been removed.